Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on (B)(6) 2023. A supplemental 3500a report will be submitted once the product investigation has been completed. This MDR submission also includes additional information received on 07-dec-2023. Per the additional information received, only one of the enterprise stents is available for return. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00490 and 3008114965-2023-00491. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. Investigation summary: a non-sterile 4.0mm x 39mm enterprise® 2 vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. It was noted that the stent was already detached from the unit and this was not returned for evaluation. The delivery wire and the introducer were found to be in good condition (i.e., no kinks, bends, or elongations). The delivery wire component was inspected under microscopic magnification, and it was observed to be in good condition; there was no structural damage. The issue regarding a step/bump being felt during the stent advancement cannot be evaluated through a functional test since the stent was found already separated from the delivery system. The stent must be inside the introducer tube to perform functional analysis. In addition, the returned components did not present damages to suggest that they were forcibly advanced because of the resistance (bump) encountered during the procedure. With the limited evidence available and the lack of the returned components, the root cause cannot be determined. It is possible that clinical and procedural factors, including device manipulation, patient's vessels, and operator's technique, may have contributed to the reported failure. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the enterprise device. The stent component might have gotten lost sometime during the post-operative handling or decontamination of the device. If additional information or components are received at a later time, this investigation will be reassessed accordingly. The stent detachment was not originally reported in the complaint, therefore, the exact time when this condition occurred cannot be determined. This condition is not considered related to the encountered issue. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7107415. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendation: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00490 and 3008114965-2023-00491. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report an update in the investigation of the returned complaint product with added information. Investigation summary: a non-sterile 4.0mm x 39mm enterprise® 2 vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. It was noted that the stent was already detached from the unit and this was not returned for evaluation. The delivery wire and the introducer were found to be in good condition (i.e., no kinks, bends, or elongations). The delivery wire component was inspected under microscopic magnification, and it was observed to be in good condition; there was no structural damage. The issue regarding a step/bump being felt during the stent advancement cannot be evaluated through a functional test since the stent was found already separated from the delivery system. The stent must be inside the introducer tube to perform functional analysis. In addition, the returned components did not present damages to suggest that they were forcibly advanced because of the resistance (bump) encountered during the procedure. With the limited evidence available and the incomplete device returned (the stent component was not returned), the root cause cannot be determined. It is possible that clinical and procedural factors, including device manipulation, patient's vessels, and operator's technique, may have contributed to the reported failure. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the enterprise device. If additional information or components are received at a later time, this investigation will be reassessed accordingly. The stent detachment was not originally reported in the complaint, therefore, the exact time when this condition occurred cannot be determined. This condition is not considered related to the reported issue. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7107415. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following precautions: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. The cerenovus enterprise vascular reconstruction device and delivery system is designed for use under fluoroscopy with the prowler® select¿ plus infusion catheter, (a 0.021" inner diameter, 5 cm distal length infusion catheter manufactured by cerenovus). Caution: compatibility with other infusion catheters has not been established. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00490 and 3008114965-2023-00491. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional that during a vascular stent placement procedure, two (2) 4.0mm x 39mm enterprise® 2 vascular reconstruction device (vrd) (enc403912) from the same lot number (7107415) could not be loaded into the microcatheter. It was reported that resistance was felt as well ¿as a kind of a step / bump.¿ it happened with one (1) 4.0mm x 39mm enterprise® 2 vrd in combination with a trevo trak 21 microcatheter (stryker) and the other 4.0mm x 39mm enterprise® 2 vrd with a headway® 21 microcatheter (microvention). The physician switched to an enterprise stent with a 30mm length instead of the 39mm, and the 30mm length ¿worked perfectly.¿ the procedure was completed without any complication. No negative patient impact was reported.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7107415. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00491. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.